Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor (bsm) did not alarm for a torsades tachy run that the patient experienced. The customer will check the vtach setting on the bsm and send in the strips printed from the event. Based on the 1700, it seems that vtach is set for 100bpm and 6 beats. There was no patient injury reported. Investigation summary: due to the delay in providing the strips, the customer reported that the event was no longer saved on the bsm and as such, the event could no longer be investigated via strips. The customer reported that they would be testing the device on a simulator to verify the alarm functions and requested that the ticket be closed. No further issues have been reported. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 09/20/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I can't provide any patient information. B6 attempt # 1: 09/20/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I can't provide any patient information. B7 attempt # 1: 09/20/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I can't provide any patient information. D10 attempt # 1: 09/20/2023 emailed the customer via microsoft outlook for device information: the customer replied by stating; I can't provide any patient information. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that this bedside monitor (bsm) did not alarm for a torsades tachy run that the patient experienced. There was no patient injury reported.

Event description:
The customer reported that this bedside monitor (bsm) did not alarm for a torsades tachy run that the patient experienced. There was no patient injury reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from bsm-1753a to life scope pt. D4 additional device information / model #: corrected the model # from bsm-1753a to bsm-1753. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k080342 to k220976. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Manufacturer narrative:
The customer reported that this bedside monitor (bsm) did not alarm for a torsades tachy run that the patient experienced. The customer will check the vtach setting on the bsm and send in the strips printed from the event. Based on the 1700, it seems that vtach is set for 100bpm and 6 beats. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 09/20/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I can't provide any patient information. B6 attempt # 1: 09/20/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I can't provide any patient information. B7 attempt # 1: 09/20/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I can't provide any patient information. D10 attempt # 1: 09/20/2023 emailed the customer via microsoft outlook for device information: the customer replied by stating; I can't provide any patient information.

Event description:
The customer reported that this bedside monitor (bsm) did not alarm for a torsades tachy run that the patient experienced. There was no patient injury reported.